Event description:
Literature was reviewed regarding left anterior minithoracotomy as a first-choice approach for isolated coronary artery bypass grafting and selective combined procedures. The time frame of this study was july 2017 to december 2021. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: eopa arterial cannula (18¿20 fr) bio-medicus femoral venous cannula (21 or 25 fr) dlp femoral arterial cannula (17 fr) deaths occurred in the study population. Based on the available information, none of the deaths were attributed to medtronic product. Among patient adverse events included: aortic dissection, requiring conversion to sternotomy and ascending aorta replacement rhythm disturbances revision for bleeding stroke perforation of left pulmonary veins (2 patients), ascending aorta (2), inferior vena cava (1), right pulmonary artery (1) ¿ all repaired without conversion to sternotomy no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID 57417 (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a; product ID 77418 (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a; citation: oleksandr babliak, volodymyr demianenko, anton marchenko. Left anterior minithoracotomy as a first-choice approach for isolated coronary artery bypass grafting and selective combined procedures. European journal of cardio-thoracic surgery 64(2), ezad182 2023. Doi.org/10.1093/ejcts/ezad182 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.